Manufacturer narrative:
Seven bottles of strips were returned. Qa findings: one bottle read an average of 470 high out of spec with control, and an average of 328mg/dl high out of spec using blood. A second bottle read an average of 170mg/dl high out of spec with control, and an average of 158mg/dl high out of spec with blood. Retention strips gave satisfactory performance.

Event description:
The customer ran blood glucose tests on two contour next link meters and received readings of hi and 270mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer was advised to return the test strips for evaluation. A new meter and strips were sent to the customer.